Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 48.0 received the lowbatteryalert (104) on 09/26/2025 20:41:00 faster than expected at 6.83 days. Battery cycle 47.0 received the lowbatteryalert (104) on 09/19/2025 14:55:00 faster than expected at 6.95 days. Battery cycle 46.0 received the lowbatteryalert (104) on 09/12/2025 05:54:00 faster than expected at 6.8 days. Additionally, the pump experienced several unexpected battery failed alarms. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, and pillowing keypad overlay. Battery charge lasting less than expected and unexpeted battery failed alarms are confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm, a low battery alert, and the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. No damage was reported on the battery cap contacts or battery compartment. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.